Event description:
The customer spoke with a company representative via phone call and reported the insulin pump was alarming with unexplained no delivery alerts and rejecting new batteries. The customer reportedly had to restart the rewind sequence to complete. Customer declined to be transferred for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.